Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent farfield oversensing. The health care professional (hcp) was looking to reduce the right ventricular (rv) lead pacing. Technical services (ts) made recommendations for programming changes. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent farfield oversensing. The health care professional (hcp) was looking to reduce the right ventricular (rv) lead pacing. Technical services (ts) made recommendations for programming changes. This crt-d remains in service. No adverse patient effects were reported.